Manufacturer narrative:
(B)(4). Conclusion: this unit is un-repairable. A replacement power manager was shipped out to the customer. The component was sent to the supplier for further failure analysis observations. Any additional information will be submitted in a follow up report.

Event description:
The customer reported that the "unit does not charge the batteries." The service technician was able to duplicate the reported issue. The internal inspection reveals burnt components q1 of the board. This condition of components q1 can cause the power manager not to charge the batteries.